Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she could not find the string on the tampon to remove the pledget from her vaginal cavity. She had to bare down and manually remove the pledget. During manual removal a piece of the pledget tore off. She also experienced vaginal soreness from manually removing the pledget. She was able to fully remove the pledget and did not seek medical attention. After removal she noticed the string was swept up and it looked like the pledget was upside down. Her soreness improved and she was confident no pieces of pledget remained inside her vaginal cavity.